Event description:
Sparked/arc: during the use, the electrode emitted some flames. No patient adverse consequences have been reported. Additional information from the affiliate the form states the electrode emitted ¿flames¿, can you verify if it was more like sparks, or like a fire, or just a red/orange arc? The surgeon saw orange flames did this occur inside or outside the patient? The issue verified while it was used into the patient if inside, was there any tissue damage that needed to be cleaned? No. How was the suction line hooked up? (Wall)? It was not connected to any suction system did any debris fall into the patient? No. How long was the electrode activated? The electrode worked for about 15 minutes and subsequently it stopped to work for about 5 minutes. Was the electrode close to metal? No. Was the electrode new or re-processed? No.

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Sparked/arc: during the use, the electrode emitted some flames. No patient adverse consequences have been reported. Additional information from the affiliate the form states the electrode emitted ¿flames¿, can you verify if it was more like sparks, or like a fire, or just a red/orange arc? The surgeon saw orange flames did this occur inside or outside the patient? The issue verified while it was used into the patient. If inside, was there any tissue damage that needed to be cleaned? No. How was the suction line hooked up? (Wall)? It was not connected to any suction system. Did any debris fall into the patient? No. How long was the electrode activated? The electrode worked for about 15 minutes and subsequently it stopped to work for about 5 minutes. Was the electrode close to metal? No. Was the electrode new or re-processed? No.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.